Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from january 2014 and june 2019. For this reason, the first day of the reported study period (01-january 2014) was used as the occurrence date. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), coronary artery obstruction is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as related patient and procedural information were not provided. However, the event is likely related to the mechanism described above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article citation: michel jm, frangieh ah, giacoppo d, alvarez-covarrubias ha, pellegrini c, rheude t, deutsch o, mayr np, rumpf pm, stahli be, kastrati a, schunkert h, xhepa e, joner m, kasel am. Safety and efficacy of minimalist transcatheter aortic valve implantation using a new-generation balloon-expandable transcatheter heart valve in bicuspid and tricuspid aortic valves. Clin res cardiol. 2021 dec;110(12):1993-2006. Doi: 10.1007/s00392-021-01935-7. Epub 2021 sep 9. Pmid: 34505192. Article reporting, devices not returned.

Event description:
As reported by our affiliates in (B)(4), through the review of the medical article: "safety and efficacy of minimalist transcatheter aortic valve implantation using a new-generation balloon-expandable transcatheter heart valve in bicuspid and tricuspid aortic valves", corresponding author a. Markus kasel from klinik fur herz- und kreislauferkrankungen of the german heart center in munich. 743 patients with native aortic valve disease treated at the klinik fur herz- und kreislauferkrankungen of the german heart center in munich, germany, between january 2014 and june 2019, in a single-strategy standardized minimalist setting using the sapien 3 thv via the transfemoral route were evaluated. The following events were identified: coronary obstruction (cumulative from procedural to 30 day): 1 patient (1 with tricuspid leaflet).

Manufacturer narrative:
Additional report to provide that this is one of ten manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 05467, 2015691- 2022- 05470, 2015691- 2022- 05471, 2015691- 2022- 05473, 2015691- 2022- 05475, 2015691- 2022- 05476, 2015691- 2022- 05478, 2015691- 2022- 05479, 2015691- 2022- 05481.